Event description:
It was reported that at a follow-up appointment, the patient's device was found to be programmed at 0 ma output current for both normal mode and magnet mode stimulation. It was reported that a final interrogation was performed at the end of the previous visit and the device showed the correct settings. It was also reported that the patient has been experiencing an increase in seizures, which was attributed to the settings being incorrect by the medical professional. Review of programming history on the user's handheld showed "fault" on a system diagnostics test, but the date on the handheld was not set correctly so it was unclear if the anomaly happened at the patient's previous visit. Good faith attempts to obtain the complete programming history of the patient to determine the root cause of the reported event are underway.